Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer¿s blood glucose level was 500 mg/dl at the time of incident customer did not mention any symptoms and treatment for high blood glucose event. Customer does not feel ok to troubleshoot for high blood glucose level. Customer stated that the auto mode feature was not on actively at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book) and unable to download. Device received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to verify absence of insulin flow blocked alarm/occlusion alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.